Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia. It was also reported that suspected loss of capture was noted on an electronic transmission . The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.